Manufacturer narrative:
Device evaluation: a visual analysis of the returned device identified an opening, a portion of the shell was missing, red particles and wear/abrasion. A microscopic analysis was performed which identified a sharp-edged opening assessed as an unidentified tear opening. Based on the device analysis the final assessment is: a sharp-edged opening on the posterior of the device assessed as an unidentified (tear) opening. Additional information: b.3, b.5, d.6, d.7, d.10, g.1, g.3, h.3, h.6.

Event description:
Healthcare professional reported "silicone deposits in lymph nodes and breast tissue confirmed by MRI scan". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event and confirmation from the physician has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient's representative reported left side "lumps under armpit" and rupture. Device remains implanted.